Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be revised in (B)(6) 2020 due to infection, pain, difficulty urinating and air in the device. "The patient who underwent procedure with a new ams800 around (B)(6) 2019 had a small amount of urine leakage from around (B)(6) 2019. There was also a symptom on difficulty of urinating. When examination was performed by the physician, there was pain felt on the pubic area, and infection was also confirmed. When the balloon was checked upon CT examination, the balloon shape did not change, but it was confirmed that there was air in the device. It was also confirmed under cystoscope that the cuff was half opened and was not completely closed. There were signs of infection, but it was now stable. Removal procedure was planned to perform around (B)(6). CT images will be shared later."

Event description:
It was reported that the artificial urinary sphincter (aus) device, which was originally implanted in (B)(6) 2019, is going to be revised in (B)(6) 2020 due to infection, pain, difficulty urinating and air in the device. "The patient who underwent procedure with a new ams800 around (B)(6) 2019 had a small amount of urine leakage from around (B)(6) 2019. There was also a symptom on difficulty of urinating. When examination was performed by the physician, there was pain felt on the pubic area, and infection was also confirmed. When the balloon was checked upon CT examination, the balloon shape did not change, but it was confirmed that there was air in the device. It was also confirmed under cystoscope that the cuff was half opened and was not completely closed. There were signs of infection, but it was now stable. Removal procedure was planned to perform around april. CT images will be shared later." The patient was scheduled to undergo a revision surgery on (B)(6) 2020. No further information has been able to be obtained.

Manufacturer narrative:
Additional information provided in: b5. Correction information provided in: b2, g3. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be revised in (B)(6) 2020 due to infection, pain, difficulty urinating and air in the device. "The patient who underwent procedure with a new ams800 around (B)(6) 2019 had a small amount of urine leakage from around (B)(6) 2019. There was also a symptom on difficulty of urinating. When examination was performed by the physician, there was pain felt on the pubic area, and infection was also confirmed. When the balloon was checked upon CT examination, the balloon shape did not change, but it was confirmed that there was air in the device. It was also confirmed under cystoscope that the cuff was half opened and was not completely closed. There were signs of infection, but it was now stable. Removal procedure was planned to perform around april. CT images will be shared later."

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.